Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with one proglide, a suture rupture occurred below the link and posterior cuff. The suture limb jumped back into the body of the device. The foot was parked and both suture limbs were able to be removed from the body of the device. The suture of another proglide device was successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved using the same proglide suture and the successfully preplaced suture of another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed. The reported suture limb jumped back into the body of the device could not be replicated in a testing environment as it was likely due to procedure circumstance. The reported difficulties appear to be related to interaction with the patient calcification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.